Event description:
It was reported that a pediatric patient underwent a surgical procedure on an unknown date to close an abdominal defect and suture was used. A week later the child was readmitted. The surgeon found that the suture was totally absorbed upon reoperation of the patient. No additional information was provided.

Manufacturer narrative:
(B)(4): hernia recurred. It was reported that a pediatric patient underwent an umbilical hernia repair procedure on (B)(6) 2011 and suture was used. The patient presented to the surgeon two weeks later with a recurrence of the repair. The surgeon explored the repair under general anesthesia on (B)(6) 2011 and found that the suture was totally absorbed. A small mesh was put in with a different type of suture to complete the repair. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.